Event description:
Procedure: lap adrenalectomy. According to the report: toward the end of the procedure, the tip of the device broke off. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time. The broken tip was not retrieved from the pt.